Manufacturer narrative:
The insulin pump passed the displacement, prime and excessive no delivery alarm tests. No excessive no delivery alarm noted during testing. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer reported that they received a no delivery alarm. The customer reported that they had a bent cannula. The customer's blood glucose was over 400 mg/dl at the time of incident. The customer stated that they treated the high blood glucose with manual injection. The insulin pump will be returned for analysis.